Event description:
Event description boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) the coronary sinus was dissected while implanting the left ventricular lead. The patient was brought back to the operating room for placement of an epicardial lead. Three days later the patient passed away. Interrogation revealed 40 episodes of pacemaker mediated tachycardia (pmt), with the last pmt episode occurring 7 hours prior to the patient's death. The device also stored 2 ventricular fibrillation episodes which were converted at the approximate time of death. The health care practioners did not make any allegations against the device. The patient had an advanced directive which dictated no CPR and medical intervention.